Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) reported a check patient line alarm in the initial drain. The cg stated that there was air in the patient line. The technical service representative (tsr) recommended that the cg end therapy and start over with new supplies. The tsr again advised not to continue therapy with the current supplies due to air in the line. There was no patient injury or medical intervention indicated at the time of the initial report.